Event description:
Edwards received information that a 21mm 11500aj valve, implanted approximately five (5) years, was explanted due to aortic regurgitation secondary to holes on the leaflets. The surgeon commented that two (2) holes on the leaflets were observed during device explant. He suspected that the regurgitation passed through the holes. The device was explanted and replaced with a 21mm 11500aj valve with a concomitant mitral valve replacement with a non-edwards device. The patient status was reported as "recovered".

Manufacturer narrative:
H3: customer reports of regurgitation and leaflet holes were confirmed. As received, all three leaflets were stiff and translucent-like due to dehydration. Both leaflets 1 and 2 had perforations. Both perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. No sutures remained attached to the sewing ring of the valve. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Updated sections: h6 type of investigation.

Event description:
Edwards received information that a 21mm 11500aj valve, implanted four (4) years and six (6) months, was explanted due to aortic regurgitation secondary to holes on the leaflets. The surgeon commented that two (2) holes on the leaflets were observed during device explant. He suspected that the regurgitation passed through the holes. The device was explanted and replaced with a 23mm 11500aj valve with a concomitant mitral valve replacement with a non-edwards device. The patient status was reported as "recovered".

Manufacturer narrative:
Updated sections: a1, a2 date of birth, b5, d4 serial number, d4 expiration date, d6a, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Based on the provided information, the most likely of cause the leaflet damage is procedural factors, including suture tail abrasion which is considered use-related as it is caused by the surgeon's suture placement and leaving the tails at a length and position where they contact the leaflet. An edwards defect has not been confirmed.

Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm 11500aj valve, implanted approximately five (5) years, was explanted due to aortic regurgitation secondary to holes on the leaflets. The surgeon commented that two (2) holes on the leaflets were observed during device explant. He suspected that the regurgitation passed through the holes. The device was explanted and replaced with a 23mm 11500aj valve. The patient status was reported as recovered. The device was returned for evaluation. Multiple cardiac surgical procedure: mitral valve replacement with a non-edwards valve at explant.